Event description:
Patient had called in to report an inaccuracy issue they were having. That issue was not reportable since the patient was not cleaning the puncture area correctly. However, during troubleshooting, patient was asked to perform a check strip test, but was unable to do that test. They kept getting the "not enough" message. This issue was not resolved with troubleshooting. Patient did not seek anymedical attention and was not given any treatment. This case is reported as a meter malfunction since the meter issue was not resolve. No further clinical information was provided and a replacement meter was sent to the patient.